Event description:
During the scheduled medtronic pump refill, nurse noticed a bleb between the skin and pump. An unk quantity of medication was lost subcutaneously from 5-30 ml. By the next day, the pt was observed with decreased respirations (8/minute) and taken to the hosp. At some point pt was intubated. Symptoms: respiratory depression. Drug, dosing: pump refill as directed, once. Second drug dosing: null. Dates of use: (B)(6) 2017. Event abated after use stopped or dose reduced? Yes. Diagnosis or reason for use: ms.